Manufacturer narrative:
Eval, results: only the header segments of the explanted extensions were returned. Extension "b" had several broken wires and invalid impedance was measured on all channels. Extension "a" had visibly broken wires so functional testing was not performed. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report # 1627487-2011-06325. The pt's ((B)(6)) scs system included two surgical leads from the same lot and two extensions. It was reported the pt's leads exhibited invalid impedance measurements. Surgical intervention was undertaken to replace the pt's leads. The extensions were also explanted. Effective therapy was recaptured for the pt following the procedure.